Manufacturer narrative:
Patient information was unavailable from the site. (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a spinal fusion. It was reported that the exam from "ziehm rfd" was not saved on navigation. The health care professional could see "dicom transfer" information but was not able to see it in spine application. Navigation was aborted causing no delay to the case. No impact on patient outcome.